Event description:
The customer reported the ventilator alarmed during use due to an air source fault. The customer reported the device was in use on a patient and there was no patient harm. The respironics service technician was unable to duplicate the reported problem. The ventilator log history confirmed there was an air source fault, in addition to a gas supplies lost: safety valve open alarm, which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. During evaluation the service technician reported the ventilator alarmed vent inop upon startup due to an air valve liftoff failure. Inspection of the power supply revealed an open fuse. The service technician replaced the fuse to correct the finding. Extended self testing (est) and performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Na